Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the needle disengaged into the patient¿s cavity. It was retrieved. Another device was used in order to complete the case. There was no patient injury.